Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that she normally doesn't feel symptoms of low until recently. She stated she was unsure if the issue that occurred was with the dexcom or her omnipod insulin pump. Recently, the patient stated that she had started to check manual finger stick readings and the readings were about 50 or 60 points off from the cgm. During the event that occurred on 02/08/2024, she passed out due to low blood sugar. She could not recall the cgm or bg readings for the time of the event but stated the values were inaccurate. She was brought to the hospital and needed medical assistance; however, no event details were provided. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.